Event description:
The son of a female patient contacted lifecor customer support on 08/10/2009 to report that the pt passed away in 2009. He stated that the patient was in the nursing home and the lifevest started alarming. He stated that the patient was unresponsive, and instead of letting the lifevest shock the patient, he pulled the battery pack out of the monitor. The nurses then tried to revive her, but she passed away due to cardiac arrest.

Manufacturer narrative:
Device manufacture date - monitor, electrode belt- 07/2008. Device evaluation - the monitor and electrode belt were fully functional. Conclusions: the device properly detected and alarmed for asystole, which occurred about seven minutes after the onset of bradycardia. No treatment sequence interrupted by battery removal as asystole is considered a non-shockable rhythm.